Event description:
Customer reported via phone call that sensor was not showing arrows and inquired on its meaning. Customer was educated on sensor messages inclusion graph. Customer reported that blood glucose was 47 mg/dl, which was treated with food and went into suspend. Customer was educated on how to proceed from threshold suspend. Customer declined troubleshooting as insulin pump was working fine.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.